Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl. Dose and concentration information was unknown. It was reported that the patient's pump was "coming out of his stomach"; half of the pump was still implanted and the other half was "hanging outside" of the patient's body. The pain management doctor notified the surgeon at the hospital of the patient's situation and it was agreed to be removed and replaced "as soon as possible". The patient reported to the hospital to have the pump removed/replaced. The pump and catheter were replaced on (B)(6) 2024. No further actions/interventions were taken to resolve the issue. At the time of this report, the patient had had his pump and catheter replaced and would follow up with their pain management doctor for management. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, there were "none that we are aware of". At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the patient's exposed pump was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.